Manufacturer narrative:
Expiration date: 2025-06. Operator of device: unknown; implanted date: device was not implanted; explanted date: device was not explanted; phone number: unknown; occupation: doctor. (B)(4). The actual device was not returned, however, reference photos of the actual sample showed 1-piece syringe with needle wherein cannula punctured through the protector. Damaged needle tip and needle bent 9mm away from needle tip was also observed. In addition, traces of protector recapping and liquid inside syringe was observed. Protector recapping was performed which most likely resulted to protector puncture and bent needle. Based on the results of our investigation, most likely, the complaint occurred during protector recapping which resulted to cannula punctured though the protector and bent cannula. Retention samples were visually inspected, and no protector puncture was observed. Lot history file revealed no related trouble/ irregularities encountered that could lead to this complaint. In-process visual inspection conducted during needle assembly and packaging process showed no noted nonconformity during series of inspection. We have online inspection at cannula loading, after epoxy application and silicone coating to detect nonconformity such as bent cannula that might possibly lead to protector puncture. Furthermore, qc outgoing inspection wherein part of the check items is protector puncture showed all samples passed. (B)(4).

Event description:
The user facility reported that the when the user recapped, the needle punctured protector. He/she incurred a needle stick. During recapping, the user sensed being caught, however, he/she continued recapping. Finally, the needle punctured the protector, and the user noticed he/she incurred a needle stick.